Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . Visual and functional evaluation noted no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats lobectomy procedure, a tristaple cartridge set up on a short handle worked but the blade did not cut until the end. A second tristaple was used the cartridge set up on a short handle but did not work and the blade did not cut at all. To resolve the issue the use of a new cartridge and use of another endo gia short handle in case the problem might come from the cartridge or from the handle. The patient is alive and has no injury.